Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had frozen display and none of the buttons working. The customer¿s blood glucose level was 113 mg/dl at the time of the incident. Customer reported that the insulin pump had software error detected alarm. Customer was unable to successfully clear the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents are within specification. And no unexpected unresponsive keypad, frozen display, failed battery alarms, low battery alert, power loss alarms, replace battery alerts, pump error 23 alarms, or replace battery now alarms noted during testing. (B)(4).